Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings:a review of the pump¿s history showed no unusual reboots. During evaluation of the pump, a cracked battery compartment was observed and evidence of moisture corrosion was found in the battery compartment. The pump failed a leak test due to the cracked battery compartment. The battery cap was unable to fully tighten on to the pump due to the cracked battery compartment; however, no power loss was observed. The pump cover was opened and no additional internal moisture was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was corrosion in battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.